Event description:
During a laparoscopic nissen fundoplication when using the lcs on the short gastrics on a small child, the tissue seemed to be slipping out the jaws. This happened before hemostasis was achieved causing serious bleeding. The surgeon used clips to stop the bleeding. The surgeon stated he may have inadvertently clipped the splenic artery and the patient is having tests at this time to determine if this actually happened. The consequence to patient is not known at this time. Rpo 04/08/97. The rep reports the liver spleen scan indicates the splenic artery has been ligated. Treatment options have yet to be decided.